Manufacturer narrative:
H10: a vyaire field service representative(fsr) evaluated the device onsite,bypassed the blender and performed a performance test which passed.the unit was allowed to run at a power setting of 6 for over an hour and no issues were noted. 2k pm and alarms check were done.the vent meets factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the mean airway pressure was fluctuating while on patient on the 3100 a device. The customer confirmed there was no patient injury associated with the reported event.